Event description:
A clinic reported that an acute dialysis nurse was training which a gambro renal therapy specialist on new phoenix machines when it was observed that a pt suddenly became diaphoretic and non-responsive one hour and 45 minutes into a three-hour treatment. At that time, the pt continued to have spontaneous respirations and a palpable pulse. However, after a minute or two, the pt ceased breathing and became pulseless. Patient coded and was successfully resuscitated and transferred to the intensive care dept, but expired two days later per the family's request to terminate life support. A gts representative inspected this phoenix machine.